Event description:
Two endeavor sprint rx drug-eluting stents were implanted, abutting, at the distal rca. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up and 1 year follow up. A sudden pt death is reported to have occurred approx 18 months following index procedure. It is reported that death was not associated with an mi and that there was no evidence of stent thrombosis. Cause of death was reported as coronary occlusion, coronary atherosclerosis. (MFR report # 2953200-2010-00048). Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
Eval results: death, occlusion.